Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer current blood glucose level was 7.1 mmol/l. The customer reported that approximate size of air bubble was unknown. The customer stated that location of air bubbles was at the bottom and near the black o ring. Customer stated that the plunger was hard to remove. The reservoir will be returned for analysis.